Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 124 mg/dl. The customer stated that they removed the battery from the insulin pump and at the time of the phone call the device was not responding to any button presses. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on keypad traces. No button error alarm occurred during testing. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.